Manufacturer narrative:
One (1) used. List #011-am6125, ext set, pur yellow, smallbore w/6-port nanoclave¿ manifold, clave¿ clear, nanoclave¿ stopcock; lot #6037952 was recoeved. The microclave at the proximal end of the assembly was confirmed to have the seal stuck down and visible seal tearing. Subsequent disassembly revealed the spike bent as well as seal tearing. No mating devices were returned to evaluate with the used 011-am6125 extension set. The probable cause of the microclave seal stick down is typical of access with an incompatible mating device during use. The dfu states: needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information d9- product received 8/29/2023.

Event description:
Additional information was provided on 13oct2023 stating no blood loss since the infusion line was not disconnected. There was a delay in parenteral nutrition administration (with risk of hypoglycemia plus the risk of the catheter becoming blocked). They do not know how long exactly; approximately a few hours (2-3 hours). The administration of parenteral nutrition proceeded correctly once the infusion line was changed. It is a treatment provided over 24 hours. No pump problem noted.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a ext set, pur yellow, smallbore w/6-port nanoclave¿ manifold, clave¿ clear, nanoclave¿ stopcock where it was reported the orchestra pump alarmed for occlusion, several times during the day after several checks and rinsing performed without any problems at the level of 6 port manifold. The end user decided to change the infusion line. Once the line was changed, it was noticed that the "main" silicone valve connected to the orchestra tubing remained pressed in. Clinical consequence: very moderate: disturbance of the administration of parenteral nutrition but the patient had an enteral feeding by gastric tube in addition. Changing the infusion line. The incident occurred on (B)(6) 2023, in the infant intensive care unit. The status of the product at the time of event is during the administration of parenteral nutrition. The product is available for evaluation. There was patient involvement, however no patient harm reported.